Manufacturer narrative:
A field service technician evaluated the scooter and it is operating properly. Showed customer proper care and use.

Event description:
Consumer alleges she was on a slight incline and the unit was turned when she bent over the side to pick something up and the unit allegedly caused her to fall out.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was on a slight incline and the unit was turned when she bent over the side to pick something up and the unit allegedly caused her to fall out.